Event description:
Rn was inserting a PICC in pt's right arm. The guidewire frayed and was lodged in the pt's arm. The rn was unable to remove at bedside. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar complaint(s) from this lot number.